Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; the full lead was returned for analysis. Blood was observed in/on the helix mechanism.

Event description:
It was reported the during the implant attempt the lead was not implanted due to patient anatomy. Another lead was implanted. No patient complications have been reported as a result of this event.